Manufacturer narrative:
(B)(4). Added additional information: device (a) was returned in good condition. The blade was visually inspected and it was in good physical condition and not broken in any way. The device was tested with a generator and was functional. It is possible that the device (a) may have been used to complete the procedure and is not the device complained about. Device b was returned with the blade scratched and cracked but not broken off. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Only year known, assumed 1st day of month (june) that complaint was reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a procedure for endometriosis, the blade was broken, could be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.